Event description:
The patient's age age wa not disclosed, but was a male. After conducting aspiration to treat thrombosis of lad7, cypher (3.5/23mm) was delivered to the target lesion without any issue in order to conduct direct stenting. The cypher was implanted at 12atm and the balloon was deflated. Then, in order to conduct post-dilation with the sds, 16atm was applied, but the pressure would not increase. Therefore, physician withdrew the cypher and confirmed a pinhole rupture on the balloon. To dilate the stent fully, post-dilation with a non-compliant balloon was conducted and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and the sds will be returned for analysis. The physician would like us to investigate the cause of the issue.

Manufacturer narrative:
Prior to inserting in the patient, the product (sds and sent) was inspected for kinks, bends and anomally, and it was noted of any issues. It is unk if the sds was exposed to any sharp objects. No resistance or fiction was noted with the guiding catheter, sheath or vessel. Prior to our stent being inserted in the lesion, there were no other stents at the site. The stent was deployed in the target site at 12atmospheres. The cypher was removed in its entirety. The vessel was not calcified or tortuous and the lesion was a de novo. There was 90% stenosis. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.